Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 714 mcg/day) via an implantable infusion pump. It was reported that a volume discrepancy was discovered during a refill; the expected reservoir volume was 5.1 and there was 11.5. No actions were taken. The volume would be checked during the next refill appointment.